Manufacturer narrative:
Insulin pump passed displacement test and self test. No audio/ vibrate anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had beep, vibrate anomaly. Customer¿s blood glucose was 240 mg/dl. Customer reported the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Customer was performed self test and did not vibrate during the vibrate test. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.